Manufacturer narrative:
The nursing staff had already opened a 8mm and the cv surgeon questioned this choice based on needed flow rate, the size of the aorta, and the smaller incision (smaller sternotomy). The nurses offered to open a 7mm (4949), as they had some in stock, but the cv surgeon agreed to use the 8mm (# 4951). During preparation, insertion, and stabilization of the cannula in the aorta, the cv surgeon claims he was not able to move the suture ring down as far as he felt was ideal. The perfusionist (ccp) also mentioned that the surgical exposure was not ideal (stated by cv surgeon), since the incision was smaller and due to the pt anatomy (small sized aorta). The cv surgeon believed a larger section of the cannula was in the aorta, than per his normal practice. The ccp stated there was no indication of traumatic cannulation (excessive bleeding), as there was no more than usual amount of blood brought back thru the pump suckers. The cv surgeon did not request that the pump suckers be increased to a higher speed. There was no issue with cannula stabilization or de-airing and cpb was initiated without issue. During cpb, there were no issues with increased line pressure (indicates higher resistance) and no issues with attaining prescribed flow rates. They were using a centrifugal pump as the arterial pump, so any obstruction to flow due to cannula placement would lead to drops in flow rates or require higher than normal pump speeds. The customer returned seven of the remaining inventory, lot # 0696612 for further evaluation by the manufacturer. The one used for this complaint was discarded by the customer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the surgeon used the 8mm arterial cannula on a pt whose aorta was a little small. The surgeon could not move the suture ring close enough to the tip to prevent the cannula from penetrating too far. The surgeon went too far into the aorta and the pt stroked. Per clinical review on (B)(6) 2013: this was a mitral valve replacement (mvr) pt, who was female and was (B)(6). The body surface area of the pt was 1.80 m2. The calculated blood flow rate at their usual cardiac index of 2.5 1/min., m2 was 4.50 1/min. The pt was (B)(6). The cardiovascular (cv) surgeon used a less invasive approach, which in this case was a partial sternotomy. This center and the cv surgeon has used both # 4949 (7mm) and # 4951 (8mm) cannula in the past. In this pt (size and calculated blood flow), a 7mm would have been acceptable and more likely selected. (B)(4). According to the ccp, these issues did not occur in this case. Cerebral oximetry was not used in this procedure and no other monitoring device was used that assesses the adequacy of cerebral perfusion. The surgical procedure was completed successfully and the pt was weaned from cpb without issue. There was no loss of blood or nothing was changed out during the procedure. The # 4951 (8mm) cannula was discarded after the procedure, per normal routine practice. The pt was transferred to the ICU, after the procedure, per routine practice. A few hours post-op, the pt exhibited signs and symptoms of a stroke. Later, a positive diagnosis of stroke was documented. The cv surgeon is of the opinion (cv surgeon stated to the ccp) that the cannula placement resulted in inadequate perfusion to one side of the brain. This is speculation, since there was no cerebral monitoring performed in this case and there were no issues with blood flow or increased line pressures in the case. Stroke can be caused by other issues during a procedure (especially a valve replacement) and these include: inadequate air removal from the heart, cerebral congestion due to heart manipulation, debris from diseased heart valve, and plaque disruption. As of (B)(6) 2013, the pt was showing signs of improvement. The pt was transferred from the ICU to an in-hospital rehab ward. Again, the cannula was not saved and will not be able to be inspected and tested.